Manufacturer narrative:
(B)(4). The device history review for auto endo5 ml lot #73b1800679 investigation did not show issues related to the complaint. The device h as not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cholecystectomy laparoscopic hepatectomy, 4 clips were used. When loading a clip, the clip came out slanted. The user took the applier out of the patient and tried to load a clip again but it was unsuccessful.